Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an implant procedure on (B)(6) 2021. During the procedure, it was noted that the right atrial lead had intermittent capture despite trying multiple positions. The lead was explanted and replaced without further consequence. The patient was stable throughout.